Event description:
Procedure: vats. According to the reporter: the surgeon used the endo gia but found the cartridge was partially broken after it was loaded successfully. Surgery time was extended by more than 30 minutes.